Event description:
Caller reported that the internal battery charge increased by 15% in a short period of time, but it did not lead to an unexpected shutdown. There was no adverse impact on the customer¿s blood glucose level. Corrective actions included an investigation and follow-up by technical support. Caller was educated on battery best practice tips and instructed to monitor the system, with a recommendation to call back if the issue persists.